Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 4 years and 4 months. The replaced portion of the percutaneous lead was received. The investigation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to the clinic with concern over damage to the percutaneous lead, and also noticed that the power module beeped while connecting to it. The patient remained asymptomatic during the events. The health professional was unable to reproduce the alarm; however, low speed advisories were recorded in the log file. X-rays showed potential shielding damage where a clamshell had previously been placed, and in a couple of other external areas. On (B)(6) 2015, the manufacturer's technical services evaluated the percutaneous lead, and the electrical continuity test did not reveal any broken wires. A portion of the external percutaneous lead was then replaced with no issues. The patient was connected to a grounded power module patient cable after the repair and no alarms occurred. A few hours later, the health professional reported that the patient experienced low speed/pump off alarms when the patient bent forward while connected to the patient cable. The patient's system controller was exchanged with a new system "pocket" controller. There have been no further speed drops. The hospital staff is holding off on exchanging the patient's pump.

Manufacturer narrative:
The pump remains in use supporting the patient. The replaced external distal end portion of the percutaneous lead was returned for evaluation. No further issues have been reported. Evaluation of the submitted system controller log file confirmed the reported low speed events. The log file recorded a few intermittent events with the pump operating below the low speed limit which correlated with elevations in pump power and appeared to occur while the patient was operating on the power module. However, a percutaneous lead wire compromise which would have resulted in the recorded events could not be confirmed based on the evaluation of the returned portion of the percutaneous lead. Approximately 14 inches of the replaced external distal end portion of the percutaneous lead was returned for evaluation. A previous clamshell repair was present on the percutaneous lead. Clear tape was wrapped around the outer silicone jacket approximately 1-2 inches from the end of the clamshell, and removal of the tape confirmed a tear in the outer silicone jacket in this location. Continuity testing of the percutaneous lead in its returned condition found all wires were electrically intact. Removal of the clear bionate revealed breakdown of the braided shield approximately 1-4 inches from the metal connector. A breach was noted in the brown wire insulation approximately 1 inch from the metal connector. The damage was mechanical and inadvertently obtained during the investigation process, and would not have contributed to the reported event. Visual examination and hipot testing of the underlying wires revealed that there were no other areas of compromised wire insulation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.